Event description:
Pt's knee replacement is defective. Dr reported he had 2 out of 5 of the knee replacements that were defective. Rptr questions whether co has issued a recall. Rptr had knee replacement in 12/86. He fell frequently with this knee replacement because it gave out on him all the time. Dr replaced the first prosthesis. On 4/3/91, dr noted during the surgery that the prosthesis was cracked. Rptr is 65 years old and is now permanently disabled. He has to wear a fiberglass brace from his foot to his hip to support his leg. Dr could not repair his knee any more because "the cords in his knee were too severely stretched."